Event description:
The pt experienced a loss of therapeutic effect and stimulation in the wrong location; she felt stimulation in the rectal area and each program was not helping. The trial period was great but the chronic implant made things worse. Following this, the pt lost all stimulation sensation; all or some of the unipolar pairs had impedance greater than 4,000 ohms. Further info is being requested at this time.

Manufacturer narrative:
(B)(4).